Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows both extension lines of a PICC catheter. The distal extension line appears kinked/damaged towards the luer hub. Green extension line clamps (non-arrow) were on both extension lines. The customer also returned one, 2-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed the distal extension line extrusion appeared damaged. Both green extension line clamps were unclamped upon return. Microscopic examination of the distal extension line revealed that it was torn adjacent to the luer hub. The molding of the extension line was still visible within the luer hub. The extension line appeared rough and jagged at the point of tearing. No other defects or anomalies were observed on the catheter body nor proximal extension line. The outer diameter of the distal extension line measured 0.097", which is within the specification limits of 0.093"-0.097" per distal extension line extrusion drawing. The inner diameter of the distal extension line measured 0.059", which is within the specification limits of 0.055"-0.059" per distal extension line extrusion drawing. The outer diameter of the proximal extension line measured 0.096", which is within the specification limits of 0.093"-0.097" per proximal extension line extrusion drawing. The inner diameter of the proximal extension line measured 0.059", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush each extension line. Leaking was observed from the tear on the distal extension line. The proximal extension line flushed without signs of leaking or blockage. A manual tug test confirmed that the proximal extension line was secure within its respective luer hub. Despite the tear in the distal extension line, the extension line remained attached to the luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a damaged PICC was confirmed through investigation of the returned sample. Visual and functional inspections of the catheter revealed the distal extension line contained a hole adjacent to the luer hub with the molding remaining visible within. The extension line appeared rough and jagged at the point of tearing. During functional testing, water leaked from the hole at the luer hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the returned sample , and previous complaints of this nature, manufacturing molding likely cause or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "we had an incident where a patient had the normal line clamps removed and green clamps added, which damaged the PICC line and it had to be removed." The PICC line was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we had an incident where a patient had the normal line clamps removed and green clamps added, which damaged the PICC line and it had to be removed." The PICC line was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".